Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that hard time getting the cup trial on to the curved inserter; looks like male threads on inserter were compromised. Opened a second set of instruments and had no issue. No patient involvement. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the emsys ace imp curved tip was severely stripped the potential cause can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test could not be performed as the mating device was not returned. However, the assembly issues could be confirmed due to the observed stripped condition of the device. The overall complaint was confirmed as the observed condition of the emsys ace imp curved would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hard time getting the cup trial on to the curved inserter; looks like male threads on inserter were compromised. Opened a second set of instruments and had no issue. No patient involvement.